Event description:
It was reported that during a complex intracerebral thrombectomy procedure , the third probing maneuver with a guidewire (subject device) resulted in the fracture of the wire approximately 4-5 cm of the distal part. This was currently located in the middle cerebral artery. A retrieval of the fractured guidewire through a loop and it was completely removed without complications. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿updated. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not returned; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a complex intracerebral thrombectomy procedure , the third probing maneuver with a guidewire (subject device) resulted in the fracture of the wire approximately 4-5 cm of the distal part. This was currently located in the middle cerebral artery. A retrieval of the fractured guidewire through a loop and it was completely removed without complications. No other information was provided.